Event description:
It was reported that he right ventricular (rv) lead had high pace/sense impedance and impedance variability. Isometric exercises and pocket manipulation recommend ahead of lead replacement if compromise is suspected. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance ¿ high resistance/impedance: there was one patient alert for out of tolerance (oot) sub-threshold lead impedance (B)(6) 2012. Weekly pace lead trend data show a gradual increase for min and max rv pace=816 to 1520 ohms peak between (B)(6) 2011 and (B)(6) 2013. (B)(4).